Event description:
A leak from lacrimal duct catheter. The surgeon asked for a new set of the same equipment to complete procedure, no harm to the pt and no delay in the procedure. FDA safety report ID# (B)(4).